Manufacturer narrative:
(B)(4) . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 10.8 mmol/l. Troubleshooting was performed. Customer tried 5 different batteries. The brand they used was (B)(4) alkaline. Customer was not calling back after receiving new batter cap. The insulin pump did not have any damage or moisture exposure. Customer will be receiving new battery cap. Insulin pump will not be returning for analysis.